Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the laparoscopic gynecologic device to the service center for an unrelated issue. During the device analysis, the service repair technician identified damage to the fiber bonding in the outer tube area (distal end). The r-unit was also found to be broken and green image. There was no patient involvement.